Manufacturer narrative:
Product analysis: analysis could not confirm customer comment that the knob was broken or had a missing hanger. However, the hanger assembly was broken. There was contamination of the encoder assembly, the main printed circuit board (pcb), the keypad flex cable, the display flex cable and the display frame. The output connector assembly was broken. A capacitor on the main pcb was damaged .the main seal was pinched. The display wire was pinched but not compromised. One knob was missing, and three knobs were contaminated. The lower case and upper case were broken and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob and a missing hanger. The epg was returned into service. There was no patient involvement.